Event description:
Pt was revised to address pain and instability. Femur was loose.

Manufacturer narrative:
Examination was not possible as not product was returned. A search of the complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened. Should additional info be received , the complaint will be reopened. Depuy considers the investigation closed.